Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that initial interrogation of the device found normal ddd function. Prior to entering the sterile field, the device was found to be in back-up vvi mode. A new device was used to complete the procedure.